Manufacturer narrative:
(B)(6) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient's infusion set fell off during use on (B)(6) 2024. The bllod glucose level of the patient was 500 mg/dl and 272 mg/dl. The issue occurred with two similar types of infusion sets used for a day and a half. No further information was available..